Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking powerline catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr s/l powerline chronic catheter. Also received were two photographs which appeared to depict the complaint sample. Usage residues were evident throughout the physical sample. The catheter terminated just distal of the 20cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. The extension tubing and molded joint markings were partially worn. Two circumferentially aligned splits were observed just distal of the molded joint. The proximal split appeared to be superficial. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the distal split. Microscopic inspection of the splits revealed sharply defined edges. The fracture features were finely granular. Circumferentially aligned grooves were visible in the fracture surface. The fracture features were consistent with damage caused by a non grind-sharpened sharp instrument. The location of the damage suggested that such contact may have occurred during dressing change procedures. The product IFU warns ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged, atraumatic clamps or forceps".

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the cause was undetermined. The implicated product was one 5fr s/l powerline chronic catheter and the returned product was four photographs depicting the molded joint of a 5fr s/l powerline chronic catheter. The first three images depict the molded joint against skin, with a small section of both extension tubing and reverse tapered catheter region visible. The fourth image also depicts the molded joint; however, it is placed within a statlock stabilization device and a guardiva patch is also visible against the skin. In all four images, clear fluid is visible beaded on the molded joint and catheter tubing. The fluid appears to have emanated from the junction between the molded joint and the distal catheter tubing. While a leak was visible in the provided images, inspection of the photographs was insufficient to identify the root cause of the failure. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Patient's father reported that his daughter had a powerline placed about four weeks ago. He stated that where the statlock meets the line, there is a small fissure crack in the line just outside the patient's skin. With pressure, the fluid leaks out. He reported that the leaking was noticed right away after the line was placed but they could not find where it was originating. The dressing kit had to be changed every couple of days. Line is currently in the patient. Patient's father stated that a culture was done to test for infection and they are awaiting results. On (B)(6) 2016 - patient's father reports the culture was negative and her wbc was not elevated. The catheter was removed and replaced. The father reports noticing drops of fluid under the dressing that were getting absorbed by the dressing but could not tell where the fluid was coming from. The nurses also could not tell where the fluid was coming from and there was no evidence of a crack or leak in the catheter until recently.